Event description:
It was reported that the patient experienced chest pain and the lead exhibited high capture threshold. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was also noted that the guidewire was left in the lumen of the lead and implanted. During repositioning of the lead, it was discovered that the guidewire had broken off leaving a 3 mm floppy segment in the lateral vein.

Manufacturer narrative:
Final analysis found that the guidewire was fractured in 7 places where the lead was curved or undergoing bending at 25.4 cm, 27.5 cm, 31.5 cm and 33.2 cm from the connector pin and at 20 cm, 19.5 cm and 5.4 cm from the tip electrode. At 25.4 cm it was under the suture sleeve. Four filars of the distal coil were fractured at 27.5 cm from the connector pin. The fractured end of the guidewire at 5.4 cm from the tip punctured the outer insulation and was protruding through the lead.